Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. No programming changes were made and the patient would be monitored.

Manufacturer narrative:
.